Event description:
Pt reports pump broke. Pt requested freedom60 pump replacement. Pt stated that she heard a few clicks on the pump and then it stopped working. Pt unable to rotate or turn the spin knob and the black tab was no longer moving. Pt had infused 10gm/50ml of the total 12gm/60ml. 2gm/10ml was missed. Advised we can reach out to md office to obtain a make up dose, but pt declined and requested that we do not reach out to the provider's office for this. Pt stated she was okay with only infusing 10gm and missing out on the remainder 2gm for that infusion. Pt stated that she is overall about 1 week behind in therapy due to late shipping on the prior order. Again, offered to contact mdo in regard to being behind one week but the pt declined. Pt stated she has 3 full doses remaining on hand, and that the replacement pump stao (B)(6) 2025 will arrive in time for her next infusion. Lot number and expiration date not provided. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.